Event description:
B5- the hcp reports the onset of the infection was approximately 1/2002 as evidenced by redess, swelling, drainage, and incision wound opening at the "skull connector site" the pt was treated with IV and oral antibiotics. The infection resolved with no drug withdrawal.

Event description:
Hcp reported that he had treated the patient with antibiotics after the patient reportedly was able to see "wires from open wound near ear". The patient was reported to be doing fine and was going to see another doctor for removal of the device because of the infection. A follow up report will be sent when additional information is received.